Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to the patient's request to relocate the stimulator away from the belt-line area for better placement. There was no issue with the device or therapy as the patient was receiving stimulation prior to the revision. During the revision surgery, one of the leads fractured and was left coiled in the patient. The fractured lead is planned to be remove and the patient is doing well.